Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 7 months. The patient remained on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized on (B)(6) 2015 with acute onset right facial droop, moderate aphasia and left sided weakness. A CT scan showed a subacute infarct in the left frontal lobe with a possible thrombosed branch of the left middle cerebral artery. The patient's inr was 2.2. The lvad reportedly had normal power readings; there were no lvad events noted. A head CT one hour after the onset of symptoms showed no acute changes. Due to the embolic events, the patient's inr goal was set for 3.0. The dosage of warfarin was increased and the patient and inr will continue to be monitored. The patient was to be discharged and followed with physical and occupational therapy. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be determined through this evaluation. Information stated that following the reported event, the patient remained ongoing on pump support with no further related events reported until receiving a pump exchange due to hemolysis / suspected pump thrombosis on (B)(6) 2016. The instructions for use lists stroke and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.